Event description:
The pt reportedly experienced sound percept problems, intermittency and pain at implant site. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2005, the pt was seen at the center for device evaluation. Further evaluation was recommended. The decision was made to explant the pt's c1 device. The pt was reimplanted with another advanced bionics cochlear implant.